Event description:
Ventilator screen kept popping "screen blocked" on alarms, cleared alarms and troubleshooted problem. Alarm went away, but repeated several times. Patient was receiving tidal volumes, and saturating fine on monitor during all of this. Called a second respiratory therapist and took patient off ventilator, I bagged patient with 100% fio2, she set up new vent with same vent settings, placed patient back on new ventilator, no desaturating, or issues occurred during the switch.